Event description:
The customer reported high blood glucose levels after changing the infusion sets multiple times. Troubleshooting was performed, and the insulin pump failed the high pressure test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) device used in bifurcation.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of thrombosis as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It was reported the xience v was implanted in a bifurcation. It should be noted the IFU states: the safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in bifurcations.

Event description:
It was reported that the elective procedure took place on (B)(6) 2010. The lesion was in the left anterior descending (lad) artery. The lesion had no tortuosity, had moderate calcification and a 90% stenosis in the bifurcation. The lesion length was 28 mm. Predilatation was performed prior to placement of the xience v stent. A kissing balloon technique was performed and the procedure was completed. Timi flow post percutaneous coronary intervention was timi iii. Patient was placed on clopidogrel and aspirin. The patient was suffering with migraine headaches and decided on his own to stop taking the clopidogrel and only took aspirin from (B)(6) to (B)(6) 2010. The patient resumed taking clopidogrel around (B)(6) 2010. On (B)(6) 2010, the patient presented to the hospital that he had been instructed to visit post pci, for loss of appetite. As st elevation was confirmed, the patient was admitted to the hospital where the xience v stent was implanted. Thrombosis was observed inside the deployed xience v stent and balloon angioplasty was performed for treatment. The patient has recuperated. No additional information was provided.